Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electro surgical unit (iesu) or erbe due to error c-33 and confirmed that it is set to dual pad and correct fuse installed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and multiple errors were logged including c-33 on startup. The complaint was confirmed based on failure analysis. The probable root cause is attributed to multiple error patterns logged in the iesu, as indicated by the errors recorded in artemis and erbe logs. These errors suggest potential issues with the iesu's faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the c-33 error occurred on the integrated electro surgical unit (iesu) or erbe during preparation. Customer performed a power cycle and a hard cycle, but the issue persisted. It was confirmed that the rebe was connected directly to the ac outlet. The procedure was completed as planned with no reported injury.